Manufacturer narrative:
The biomedical engineer verified that both the x3 and mx800 devices have audible alarming. The customer equipment nurse checked the central station [logs]. There was no pause pressed in the two minutes before the red alarm. Only a yellow alarm for high spo2 had been acknowledged. The red alarm did state it was sounded but in two instances it appeared to have only sounded around 20 seconds after generated. Philips remote service personnel retrieved log data. The event took place on february 28, 2025 in bed 609 at 13:21. The configuration and log data information was provided to the philips clinical product specialist and product support engineer for technical investigation. The review found that the configuration file for the monitor has the high alarm delay and the desaturation delay as 10 seconds. The low alarm delay is 20 seconds. Alarm latching is off for mater nccu. This means alarms would end automatically when their condition ends. The spo2 low alarm was set to 75 for this patient and the patient must be below 75 for 20 seconds before an alarm occurs. The red desaturation alarm was set to 70 for this patient which indicates the patient must be below 70 for 10 seconds before an alarm occurs. The monitor alarm minimum volume is 5 and the default is 5. Reports above from the biomedical engineer indicate alarms were audible upon inspection. A review of the clinical audit log shows a desat 46 < 70 generated at 13:21:44 on 28 feb 2025; this alarm ended 9 seconds later. According to the logs, the lowest spo2 value for this alarm was 46%. The patient would have had to be below 70 for 10 seconds for this desat alarm to generate. In the audit log, the time in the date/time column occurs at the same time in the action column (alarm time). This does not represent a delay but a time drift between two different system clocks. The time can drift up to 30 seconds before the information center clock synchronizes to the monitoring device clock. The reported issue is not confirmed. Information is being provided to the customer to resolve the issue.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). Reporting address line 1: (B)(6) hospital. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported an oxygen desaturation occurred, but no red alarm was generated. The staff witnessed as the baby desaturated to the 40s with no red alarm but he customer also indicated the desaturation alarm took 20 seconds to alarm instead of 10 seconds. It was determined the monitors in this nicu have a default configuration as follows: spo2 low limit with 20 second delay and spo2 desat delay of 10 seconds. It was reiterated that the patient was attended by a nurse at the time of the event, so no harm occurred, but the incident was considered a near miss. The customer stated there was no alarm sound at the monitor; however, biomed conducted monitor speaker testing, which passed.